Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an unexpected restart alarm and a watchdog timeout alarm. The customer's blood glucose level was 5.2 mmol/l. The customer stated that the display went black and would not turn back on. The customer was advised to call the hospital for a replacement device and to call back if they needed a loaner. Nothing was replaced or returned for analysis.